Manufacturer narrative:
This follow-up report is being submitted to relay additional information.the following sections were updated/correctedupdated: b4, b5, d8, g3, g6, h2, h3, h6, h10reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: a1, b4, b5, d11, e1, e2, e3, g4, g7, h2, h10 d11: catalog#: 31-323220 3.2mmx20mm rnglc+ acet drl bit lot#: ni catalog#: 31-323260 3.2mmx60mm rnglc+ acet drl bit lot#: 886570 catalog#: 31-323240 3.2mmx40mm rnglc+ acet drl bit lot#: 798350

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). The device will not be returned for analysis, as it has been discarded by the hospital; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-04371.

Event description:
It was reported that during surgery, while drilling holes to put screws, the surgeon split the bits of both instruments inside the same loaner kit. Attempts have been made and additional information on the reported event is unavailable at this time.